Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that system extraction was performed with this patient due to obstruction in the left superior vena cava (svc) or arm. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.